Manufacturer narrative:
Pfs and medical records received. This complaint is legal. Medical records indicate the patient was revised on (B)(6) 2013 for impingement between the stem and cup, clicking, subluxation, and malpositioned cup. The cup has already been reported on (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. Medical records indicate the patient was revised on (B)(6) 2013 for impingement between the stem and cup, clicking, subluxation, and malpositioned cup. The cup has already been reported on (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 22 may 2018. Pfs, sticker sheet and medical records received. Ppf alleges dislocation with open reduction and elevated metal ions. Medical records and sticker sheets were previously received in (B)(4). Updated law firm, added lawyer, product experience codes and patient harms. This complaint was updated dec 07, 2018.